Event description:
Healthcare professional reported "right side baker IV capsular contracture" healthcare professional reported "irregular contours associated with echogenic foci contained inside the fibrous capsule is noted in relation to signs of intracapsular rupture.¿ the device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.